Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported battery failure. The unit failed the internal battery test during (preventative maintenance) pm. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date rec¿d by MFR: 03oct2019. Date of report: 03oct2019. The fse (field service engineer) identified that the battery required replacement. The fse replaced the battery and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The faulty batter was recycled so it is not expected to be returned for failure investigation. The battery failure was identified during preventative maintenance; therefore, there was no patient or user involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported battery failure. The unit failed the internal battery test during (preventive maintenance) pm. There was no patient involvement, as the complaint occurred during preventive maintenance. No patient involvement.